Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "scan again in 10 minutes," while wearing the adc freestyle libre 2 sensor using librelink. On (B)(6) 2021, the customer became pale and experienced sweating, and unable to treat themselves. The husband obtained a blood glucose of "lo" on an unknown device and provided unspecified third-party medical treatment to the customer for hypoglycemia. There was no report of death or permanent injury associated with this event. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained